Event description:
The pt had been using our endotrcheal tube holder for two weeks. It was then removed since a tracheostomy tube was now needed instead. When adhesive base was removed from the upper lip area, you could see through the lip to the pts teeth. There was no reference in the pt file regarding any prior skin breakdown. The nurse didn't know when the adhesive base was changed last since there was no indication in the pt files.

Manufacturer narrative:
According to diana blauw, the sicu nurse manager, the pt's plastic surgeon does not believe that the adhesive base caused the injury. But rather, the pt's condition, steroid dependency, caused the skin to be deteriorated (friable). Reference: johnson & johnson guide to wound management: "skin tears usually occur in the elderly or individuals with friable skin often due to underlying medical conditions or long term use of steroid medication". The dale labeling instructs the user: skin preparation: clean skin. Apply skin prep. Change adhesive base after 3 days or sooner if necessary. Removal: untape tube from the channel, remove neckband and gently peel adhesive base. Dale recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure. Dale strongly recommends supporting the ventilator tubing to reduce pressure on the endotracheal tube.